Event description:
Caller states, the pt tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 1.4 inr. Pt's coumadin was adjusted based on the lab value. No adverse event reported. Requested return of the suspect system; however, caller no longer has test strips; replacement was sent.